Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: yellow particles, opening curved on radius and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on radius, creases fold and wear abrasion. Base on the device analysis the final assessment is: a striated opening on radius due to surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient concern with the product.

Event description:
Healthcare professional reported a "right side biocell textured implant exchange" and rupture device has been explanted.